Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor. Sensor plug assembly was seated correctly. No cracks were observed in the sensor plug assembly or on the neck of the sensor. Sensor patch data was extracted and the sensor was found to be in state 5 (normal termination). All three contacts were installed properly. Sensor plug was removed, inspected connector, no defects were observed and all three contacts are installed properly. No damage or cracks observed on sensor neck. All results were within specification. Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An infection was reported with use of an adc freestyle libre sensor. Customer reported that upon removal of the sensor on (B)(6) 2017, he "saw skin was swollen on the sensor area, and pus went out of the hole". Customer had contact with a doctor on (B)(6) 2017 who prescribed fusidique cream (fucidin- steroid antibiotic) for treatment of the sensor site. There was no report of death or permanent injury associated with this event.